Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the reporter: pt has pain at the site of the hernia repair 24 hours a day. Surgeon states that pt's intestines are inflamed. Pt went to the ER on "(B)(6)", complaining of pain and passing blood in stool. At the hospital pt received IV antibiotics and released with oral antibiotics and oral pain medication. Pt underwent a colonoscopy and cat scan. Prior to this episode, immediately following surgery, pt complained of pain in the groin area and the surgeon treated the pain with cortizone injections at the hernia repair site. This happened twice following the surgery at 2 and 4 months post op. In (B)(6) 2013 went back to surgeon complaining of pain and surgeon stated there was nothing he could do. Pt states that the surgeon refuses to remove the mesh.

Manufacturer narrative:
(B)(4). Limited mobility, revision. If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received , the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a left inguinal hernia repair. She had revision surgery 1 year and 4 months post-surgery. The patient underwent repair of umbilical hernia. The patient experienced nerve injections, neurectomy, chronic pain, numbness, limited mobility and revision.